Event description:
It was reported that the right ventricular (rv) lead exhibited  out of range (oor) high pacing and defibrillation impedance. The lead also exhibited no rv capture and had  inappropriate shocked the patient due to the lead failure. The patient was hospitalized and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The exposed right ventricular defibrillation coil developed a fracture due to flexing while in vivo at the proximal rv cross-groove weld. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil conductor was fractured in-vivo at the crimp of the cross-grove. The analyst noted the exposed rv defib coil was fractured at 48 cm from the cross groove. The internal rv defib conductor was fractured at 48 cm. The proximal conductor was fractured at 48 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.